Event description:
It was reported that since (B)(6) 2009 the impedance has increased on this lead. The impedance has been stable the last three weeks. The threshold has also increased. The high voltage portion of the lead is still in use, but a new pace-sense lead has been implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.